Event description:
Dear FDA I am writing to report a issue with you regarding a machine I purchased on amazon and hope that you will pay attention to this matter. The purchase link is: https://www.amazon.com/dp/b0cp9v2xbb . The main purpose of purchasing this machine is to relieve work pressure, as I have heard that oxygen therapy can make people feel more energetic. However, when I turned on this machine, I noticed that the plastic smell was quite strong. At first, I didn't pay much attention, but after using this machine for oxygen inhalation for a few days, I felt that my dizziness symptoms became more severe, and I felt a cough every time I took a breath. After resting for a few days and stopping using the machine, these symptoms have improved. I suspect that I may have been poisoned by oxygen due to using this machine. I tried to find the certificate and testing report for the oxygen concentrator, but only found the manual and did not find the relevant certificate. I think this oxygen concentrator may not comply with regulations because its structure does not have high oxygen protection measures in place. I hope the FDA can urge amazon to take down this product first and require the product to provide a certificate and testing report, so that consumers can purchase with confidence. I am very grateful for your attention and support. I believe your intervention will help ensure the safety and rights of consumers. I am willing to provide more details and further cooperate with you to solve this problem.